Event description:
Same case as 2134265-2011-01859. It was reported that during a percutaneous transluminal angioplasty treatment procedure balloon ruptures occurred. The 90% stenosed de novo lesion being treated was located in the moderately tortuous left superficial femoral artery. The 6.0 x 60/135 sterling monorail balloon catheter was advanced to the target lesion for pre-dilation when the balloon ruptured at 8 atm on the initial inflation. The device was exchanged for another 6.0 x 40mm sterling balloon catheter to complete pre-dilation. Then an 8.0 x 80mm non-bsc stent was implanted. The 7.0 x 40/135 sterling monorail balloon catheter was advanced for post-dilatation when the balloon ruptured at 6 atm on the first inflation. The device was removed intact. The procedure was completed with a 7.0 x 60mm sterling balloon catheter. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluation by manufacturer: the sterling balloon catheter was received with blood like substance in the balloon. There was a pinhole in the balloon 4 mm from the proximal edge of the distal markerband. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2011-01859. It was reported that during a percutaneous transluminal angioplasty treatment procedure balloon ruptures occurred. The 90% stenosed de novo lesion being treated was located in the moderately tortuous left superficial femoral artery. The 6.0 x 60/135 sterling monorail balloon catheter was advanced to the target lesion for pre-dilation when the balloon ruptured at 8 atm on the initial inflation. The device was exchanged for another 6.0 x 40mm sterling balloon catheter to complete pre-dilation. Then an 8.0 x 80mm non-bsc stent was implanted. The 7.0 x 40/135 sterling monorail balloon catheter was advanced for post-dilatation when the balloon ruptured at 6 atm on the first inflation. The device was removed intact. The procedure was completed with a 7.0 x 60mm sterling balloon catheter. There were no patient complications reported and the patient status is good.